Event description:
It is reported that the device was implanted in 2001. The patient became unstable (varus instability) over a 2 year period, with a variable degree of slowly progressive (diffuse) pain. The device was revised in 2007, due to a loose tibial component which failed in varus.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation - tibia plate exhibits scratching damage on the inferior surface and only a few small deposits that appear to be bone cement. Device history records indicate device manufactured to specification. X-rays were not returned for review.